Event description:
It was reported that an unknown biomet screw fractured inside of the patients mouth, and was removed. No new event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to supplement. The reported device was not returned for evaluation. The reported condition of " customer reports screw fracture inside patient's mouth, and was removed" could not be confirmed. A complaint history review and device history record review could not be completed as the device item number and lot number are unknown. A definitive root cause could not be determined.

Manufacturer narrative:
Questions are not applicable sections, since we are not reporting as the importer. These questions were answered in error, due to biomet is the manufacturer of this device and not the importer. Zimmer biomet complaint number (B)(4). Doctor did not return the fractured scre.

Event description:
Doctor indicated a abutment screw (3i unknown) fracture. Doctor removed the fracture portion from patient´s mouth.